Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a gemini stone retrieval paired wire helical basket was used in an unknown procedure performed on (B)(6), 2010 (patient weight is unknown).according to the complainant, the device was observed to be "broken" when the package was opened during preparation. There was no damage noted to the packaging itself. The physician successfully completed the procedure with another gemini stone retrieval paired wire helical basket. Additional information is reported to be unavailable. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Based on the analysis of the returned device, it has been determined that the basket would not close due to kinks in the outer sheath and drive wire. The defect was identified outside the patient during preparation for the procedure, therefore the most probable root cause for this complaint is handling damage. It is also noted that a retrieval basket failing to close, and kinks in the sheath and drive wire are not medwatch reportable events.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a gemini stone retrieval paired wire helical basket was used in an unknown procedure performed on (B)(6), 2010 (patient weight is unknown). According to the complainant, the device was observed to be "broken" when the package was opened during preparation. There was no damage noted to the packaging itself. The physician successfully completed the procedure with another gemini stone retrieval paired wire helical basket. Additional information is reported to be unavailable. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be "fine."